Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure on behalf of the site neuro coordinator, the imaging system powered down without prompt from the user. The reported issue occurred when the imaging system was powered on for the day. The imaging system was powered on by a radiologic technologist (rt), the rt returned after 5 minutes and the device had powered down. There was no patient present when this issue was identified. No additional information was provided.